Event description:
The reporter claimed that the basal delivery is incorrect. The total basal rate is programmed with 14.9 u/day; however, the pump delivery 7.65 u and 7.175 u on (B)(6) 2012, respectively. During troubleshooting, the animas representative noted the date was set to 2013 at the time of concern. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged incorrect basal delivery. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the total daily delivery appears inconsistent due to time and date issue. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.